Event description:
New information received notes that the episode was discovered via remote transmission due to loss of contact in the pocket while the patient was sleeping in certain positions. There were not many episodes trigger lately.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that implantable cardiac monitor undersensed small signals leading to a pause episode. No programming changes will be made. The patient was asymptomatic and will continue to be monitored.